Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was experiencing intermittent extracardiac stimulation from the left ventricular (lv) lead. Output to the lead was lowered and the stimulation was resolved. The lv lead remains in use. The patient was a participant in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the lead polarity was reprogrammed.

Manufacturer narrative:
(B)(4).